Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 5 patient samples on a cobas 8000 c702 module. For sample 1, the initial crep2 result was 1520.0 mol/l. The repeat result was 103.0 mol/l. The exact date of testing was not provided. For sample 2, the initial crep2 result was 336.0 mol/l. The repeat result was 61.0 mol/l. The exact date of testing was not provided. For sample 3, the initial crep2 result was 206.0 mol/l. The repeat result was 63.0 mol/l. The exact date of testing was not provided. For sample 4, the initial crep2 result was 780.0 mol/l. The repeat result was 101.0 mol/l. The exact date of testing was not provided. On (B)(6) 2024, sample 5 had an initial crep2 result of 234 umol/l. The sample was repeated the next day and the result was 95 umol/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) found that the analyzer rinse was out of specification, two rinse station probes were dripping, a high cuvette rinse level, a green slime build up on the cuvettes, and a dirty waste vessel. The fse performed probe adjustments and mechanism checks, an air purge water volume check, and a sample and reagent carry over check, tested the vacuum lines, cleaned and flushed the waste vessels and valves, adjusted rinse levels, and replaced all cuvettes. The customer performed a precision test, calibration, and qc successfully. The investigation is ongoing.